Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. The display was replaced with a test display for investigation and was found to function properly.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.